Event description:
It was reported that the right monitor on the 9800 system went blank after a case and did not recover after reboot. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Right monitor replaced and reloaded cal. Files. The system was tested and found to be working as intended and placed back into service.